Event description:
Patient spontaneously called to report that he replaced ms3 cartridge last night at 8pm and woke up at 1:30 am with terrible body aches, headaches, and vomiting. Patient reports feeling sick all day. At around 4pm patient got an alert on his pump saying cartridge empty although medication should have lasted until 72 hours after changing cartridge. Patient checked cartridge and it was empty so pump delivered all of medication in less than 24 hours. Cartridge/lot is unavailable for return. Reported product fault occured while in use with this patient. Product issue did contribute to side effects reported by patient. Medical intervention was not provided. The actual device is available to be returned and will be sent back in return box. Device was replaced.